Event description:
It was reported the customer received a no delivery alarm on their insulin pump. Customer's blood glucose was 111 mg/dl at the time of the call. The customer did not troubleshoot at the time of the call because they had unkinked their tubing. Customer declined to return their infusion set and reservoir for analysis. Customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.